Event description:
Pt was having portable x-ray. Ventilator circuit became disconnected at coupling. Pt handbagged and ventilator circuit reconnected. Pt saturations in 30's, slowly rose. Several hrs later pt was coding. Ventilator again disconnected at the coupling. Pt was handbagged and circuit was reconnected. Code was discontinued and pt died.